Event description:
On 02/06/2007, nellcor puritan bennett received a report of air leakage from the 6.5plc cuff. The caller stated that after 10 hrs of intubation, a leak was detected. The caller stated that the nurse took the product out of the pt, and checked the leakage by infusing water, but it was not confirmed. The caller stated that the air leakage occurred again after 2 hrs. Nellcor is attempting to gather further info related to this report.